Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that there was inadequate seal at the right side of the neck and insufficient push-up at the time of deployment. It was also reported there was suspected infolding of the device. Due to the large type ia endoleak and the large aneurysm diameter (59mm) an intervention procedure was carried out. A laparotomy procedure was carried out and a y-type blood vessel prosthesis was implanted. A partial explant was carried out - the fourth stent was left at the proximal side and the third stent was left at both distal sides - and the blood vessel prosthesis was anastomosed to the stent graft. It was reported the procedure was completed successfully and the patient was reported to be fine three days post procedure. The physician considered the infolding to be caused by oversizing of the main stent graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that during hospital follow up approximately 2 years post the index procedure a CT scan identified type ia endoleak. The cause of the event is undetermined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, films during implant were not provided, earlier post-implant images were not available for review, and the complete current CT¿s were also not provided. Several returned still CT slices from 29 months post-implant revealed that the bifurcate was positioned just below the renal arteries within the severely angulated proximal neck which was angulated ~90 deg rt-lt. Contrast was seen outside the stent graft in multiple locations along the proximal right/outer curvature of the aortic body, and also along the left side of the bifurcate from the aortic body down to the level of the gate. The exact source/type of endoleak could not be determined, but appeared more likely to have been a proximal type I. Radially infolding of the bifurcate aortic body, which extended to near the centerline of the bifurcate aortic body, was seen on the transverse image; the infolding also confirmed that the observed endoleak was more likely be a type ia. It is therefore highly likely that the cause of the type ia endoleak was due to infolding of the bifurcate. The cause of the infolding could not be determined from the limited films returned. It is possible that stent graft oversizing, possibly exacerbated by neck angulation and potential thrombus, may have led to the infolding which likely occurred during implant. The explanted stent graft was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.